Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the samples noted 3 unopened mecs were returned. No obvious defects were noted. Adhesive peel test was performed and samples were tested. Samples were cut to the required width (0.70" +/- 0.05 "). Adhesive peel strength was found to be within specification (0.60-2.10lbf). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." Correction: d4.

Event description:
It was reported that the male external catheter was difficult to remove due to very strong adhesive. The patient advised that it took 15 minutes to remove the catheter with warm water. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheter was difficult to remove due to very strong adhesive. The patient advised that it took 15 minutes to remove the catheter with warm water. No medical intervention was required.